Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair requested by the user at service operation repair center, it was found that the endoscopic image of the subject device was not displayed since the circuit board of the subject device was broken due to water immersion of the body of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the circuit board of the subject device was broken due to water immersion from the cable. The breakage of the cable could occur since the subject device was reprocessed or stored together with forceps, a scalpel, etc.